Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: curved opening, flat creases, brown particles in shell, observed brown particles in bond (p8 of 2.2mm), it is out of specification per qa199.06 and it is assessed as workmanship. The leak test and microscopic analysis was performed which identified: a curved sharp opening on valve bond edge assessed as unidentified(tear) opening(no shell thickness due to opening is under plug strap). The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a curved sharp opening assessed as unidentified(tear) opening. Brown particles in valve assessed as workmanship. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation. Further investigation results: review of DHR for work order 1534034 did not identify any deviations, errors, omissions or non-conformances that may be associated with the reported device event. All saline breast implants were reviewed as part of the assembly operations and these tasks were performed according to applicable current procedures to ensure that assembly met the required specifications. The DHR assembly report from sap was verified and three devices were scrapped during the assembly process (1 crease/fold, 1 tear, 1 vulcanization mark) which are not related to the reported event. Review of DHR for valve assembly 1526192 did not identify any deviations, errors, omissions or non-conformances that may be associated with the reported device event. All valves were reviewed as part of the assembly operations and these tasks were performed according to applicable current procedures to ensure that valve assembly met the required specifications. Material test record for supplier lot number 701301, (allergan batch #1100032138), part number 3166-01, silicone adhesive. A total of 40 units were certified to had been assembled and inspected by nusil technology on may 07, 2007 as per requirements drawing 3166 rev 0.6 all quality tests were performed, per ¿qc-3166¿, rev .0.3. As per the procedure the ¿visual inspection¿ was performed and all components were noted conformances during the testing. As per the procedure the ¿physical inspection¿ was performed and all components were noted conformances during the testing. 40 units were released on may 11, 2007. Material test record for supplier lot number 721422, (allergan batch # 1100033231), part number 6423-01, diaphragm valve seat. A total of 1600 ea were certified to had been assembled and inspected by bentec medical on august 14, 2007 as per requirements drawing 6423 rev 1.3. Sampling test inspection (50 ea) was performed, per ¿qc-6423¿ rev. 5.0. As per the corresponding procedure, visual and physical inspection were performed, and all components were noted conformant during the testing. 1548 ea were released on august 31, 2007. Material test record for supplier lot number 732014, (allergan batch # 1100034176), part number 6421-01, diaphragm valve. A total of 2700 ea were certified to had been assembled and inspected by bentec medical on august 21, 2007 as per requirements drawing 6421 rev 14.0. Sampling test inspection (1 ea) was performed, per ¿qc-6421¿ rev. 7.0. As per the corresponding procedure, visual and physical inspection were performed, and all components were noted conformant during the testing. 2699 ea were released on november 27, 2007. See ¿diaphragm valve 1100034176 mtr " attached. Review of work order 1534034 and the event "particle in bond" did not identify any ncs, ers or CAPA associated with this information. The review of the documentation associated to the manufacturing process indicates that all devices with work order 1534034 were released in accordance with the current manufacturing procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis performed in the laboratory, it was found a particle in bond (p8) which is considered as workmanship according the qa199.06. This finding is not related with the reported event. A review of the current risk documents was performed, and the event of particle in bond is a known event, for which manufacturing process controls and inspections are stablished to reduce the incidence of this defect. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with particle in bond will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted and replaced.